Manufacturer narrative:
Date of report : 04jan19. Date rec¿d by MFR : 02jan19. It was reported that the touchscreen would fail after a few minutes of powering on. The philips service engineer (se) inspected the device. The se replaced the man-machine interface (mmi) printed circuit board assembly (pcba). The ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported by the international customer that the ventilator touchscreen failed. No patient involvement. The event date was not specified; estimate used.